Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The manufacturer¿s international customer specialist confirmed the reported issue. Credit was issued to the customer for the battery and the battery was replaced.

Event description:
The customer reported that the manufacturing date on the battery was not correct. The customer reported that there was no patient involvement.